Event description:
Information was received that the patient's lead and generator were replaced. The reason for replacement was noted to be due to high impedance. The explanted products have not been received into analysis to date.

Event description:
It was reported that the patient's device has high impedance. It was noted that the physician is not aware of any trauma to the vns site and noted the patient is handicapped. The physician's assessment of the cause of the high impedance is a break in the lead however has not been confirmed to date visually or during surgery. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.